Event description:
It was reported by the patient's mother that her son's device could not be interrogated at a follow up appointment with the neurologist. Per the mother the physician was supposed to refer her son for x-rays, but this had not been done to date. Additionally clinic notes were received from the treating physician indicating that the patient had several breakthrough seizures on (B)(6) 2012. Per the physician the patient was compliant with his medications. It was confirmed in the clinic notes that the patient's generator was unable to be communicated with at the appointment on (B)(6) 2012. The patient has been referred for revision. Surgery is likely but has not occurred to date. It is currently unclear if the device has reached end of service; however, a battery life estimate was calculated and resulted in 0 years remaining until the elective replacement indicator (eri) would be set. Attempts for additional information are in progress.

Event description:
The mother reported on (B)(6) 2012 that the patient was not having more seizures but was started on a new medication. Product analysis was completed on the generator. The alleged failure to program and end of service were determined to be the result of normal battery depletion. The depletion was an expected event as determined by blc and battery voltage measurement. The module performed according to functional specifications as defined in post burn-in electrical test. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
Additional information was received on (B)(4) 2013 indicating that the patient had a generator revision on (B)(4) 2013 due to battery depletion. The generator has since been returned, however analysis is not yet complete. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
The initial report inadvertently did not report the date correctly, as the patient's breakthrough seizures began in (B)(6) 2012 per the clinic notes dated (B)(6) 2012. The initial report inadvertently did not report that the mother reported the patient was not experiencing an increase in seizures.